Manufacturer narrative:
Product event summary: product performance information was returned and analyzed. Analysis showed pauses. The printout shows single missing paces at about 1 hour 30 seconds.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device was not pacing while in ddd mode during a holter recording. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.